Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the patient received call service 088 alarm while on vacation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data confirmed multiple reported call service warnings in the alarm history. On investigation, the pump powered on with the appropriate audible and vibratory functions. Due to an ¿illegal battery¿ call service alarm the investigation was unable to complete the remaining testing and thus was unable to duplicate the reported call service alarm issue. The reference voltage was low out of specifications. The pump was opened to further investigate and evidence of moisture corrosion was observed on the printed circuit board and the force sensor power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.